Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Unit also passed off no power alarm test and unexpected restart error test. Unit uploaded properly using carelink pro. Unit was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then the unit was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. Unit had minor scratched display window, cracked display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 12 to 20 mg/dl at the time of the incident. The customer was at 123 m/dl at the time of the call. The customer was given food and intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness and almost going comatose . The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered. Customer has been having lows for the last two months. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and unexpected alarm error test. Unit uploaded properly using carelink pro. Unit was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then the unit was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. Unit had minor scratched display window, cracked display window, cracked battery tube threads and cracked reservoir tube lip.a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.